Manufacturer narrative:
Additional information was received, and it was indicated that there were no relevant tests/laboratory data. The procedural activated clotting time (act) was around 300 seconds. No catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. The energy delivered was radiofrequency (rf). The transseptal puncture was performed with rf needle. The flow setting was 15ml during ablation and 4 ml otherwise. The correct catheter settings were selected on the generator. A smartablate generator was used for the procedure. As such, the concomitant section was updated. It was also reported that an error 6150 occurred after inserting the soundstar eco catheter into the cardiac cavity. Since it was sufficient to use the function as an echocardiography, the procedure was continued as it was. The magnetic sensor error (error 6150) is not MDR reportable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and suffered pericardial effusion (pe)/cardiac tamponade (CT) treated with drainage. After pulmonary vein isolation (pvi) and superior vena cava isolation (svci) ablation, pericardial effusion/cardiac tamponade was confirmed with echocardiography. At that time, a small amount of blood was observed to have accumulated. Pericardial drainage was performed, the condition became stable, and the patient was taken back to the ward. The physician¿s assessment of the health hazard was non-serious (moderate/minor). The physician's opinion on the relationship between the event and the product was that the exact location of the occurrence was unknown. Since the accumulated blood was venous blood, it was considered that it occurred most likely in the coronary sinus (cs). Otherwise, it is also possible that the cause was due to accidentally touching the svc when advancing the octaray prior to performing svci. There was no extended hospitalization. The coloring settings for visitag was tag index. There were no abnormalities observed prior to/or during use of the product. The outcome of the adverse event was improved. Prior to noting the pe/CT, ablation was performed. No evidence of steam pop. The event occurred during ablation phase. The patient did not require cardiac surgery. There were no issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The type of energy delivered was radiofrequency ablation.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31697699l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).